Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A report was received from the health authority and stated that during phacoemulsification and iol surgery the intraocular lens was found to be broken. The surgery was completed with a new iol. No further information is expected.